Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and pulled back into the right atrium (ra). The patient was not pacemaker dependent and the device was programmed to atrial pacing/sensing with the rv lead turned off until the rv lead was revised. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.